Event description:
Per the clinic, the patient experienced poor performance with the device and reoccurring ear infections. The device was explanted (B)(6) 2014. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 28, 2014.